Event description:
It was reported from canada that during an unspecified trauma surgical procedure, it was discovered that the chuck device was worn and got stuck. There was a two minute delay in the surgical procedure to retrieve another device. The surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.